Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high and low blood glucose. The customer's blood glucose was 409 mg/dl at the time of the incident. The customer stated that she received a no delivery alarm 4 hours ago and she received another no delivery alarm when she was trying to give herself a bolus. The customer mentioned that she was not feeling normal when she had a high blood glucose and reached as high as 400 mg/dl. The customer treated herself by giving herself a bolus with an insulin pen. The customer stated that her blood glucose declined to 42 mg/dl when she changed her set and took another bolus. Troubleshooting did not occured. The customer declined to return the insulin pump for analysis.